Event description:
A malfunction was reported with the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the problem reoccurs, and they confirmed their understanding.